Event description:
During routine t&a procedure where cauterization was used, child developed a burn injury to the corner of the mouth. A defect in the plastic cautery pencil was noted after the procedure.